Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The procedure was performed on (B)(6) 2022, one clip was implanted reducing mr to 1. On (B)(6) 2022, prior to discharging the patient echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4. A second mitraclip procedure was performed on (B)(6) 2022, two clips were implanted, reducing mr to 1. The patient is fine. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported single leaflet device attachment/slda could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.